Event description:
It was reported that review of session records revealed episodes of far r-wave oversensing. Programming changes were made. The patient was fine after the event and will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.